Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to the regional investigation center. The investigation was performed based on the provided information by the customer and field service. Olympus was able to confirm the customer failure and determined the following cause: the pump head is damaged or worn. A definitive root cause could not be identified. Based on the results of the investigation, most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump had water pump head failure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump had water pump head failure. There were no reports of patient harm.